Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a pacing failure occurred post implant. During the replace- ment procedure, lead impedance indicated a fracture.